Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 50mg and bupivacaine 30mg (doses unknown) via an implanted pump for spinal pain and lumbar radiculopathy. The patient's medical history was unknown; however follow up for this information would be performed. The event occurred (B)(6) 2016 post operatively. The patient had a catheter replacement procedure performed on (B)(6) 2016 {refer to manufacturing report # {3004209178-2016-23612 regarding catheter replacement}. The hospital held the patient overnight for potential overdose symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics/troubleshooting performed. The patient was put in the ccu and received 'narcance' drip. The pump was reduced to minimum rate by order of managing/implanting physician. It was unknown if the issue was resolved at the time of this report and the patient's status was unknown, but follow up would also be conducted for this information. The rep would obtain further information from the hcp on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.